Event description:
It was reported that the device was in use with patient for infusion (tazobactam/piperacillin). The reporter stated the device was found to leak near the filter area. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found that delamination at least one join of the filter with the, sample used is filled with dried medication in the inlet side of the filter. Leak testing was performed on the sample. A leak was observed fleeing from the air vent of the filter in the used sample. The design history review was performed. Based on the evidence, the complaint was confirmed. The root cause was identified as manufacturing.